Event description:
This report is to advise of an event that occured during analysis.

Manufacturer narrative:
Analysis found that the lead insulation was abraded exposing the is-1 proximal cables and the df-1 rv cables. One of the df-1 rv cables was also melted. Reliability laboratory technician; no complaint was received with return of the device. Failure (event) observed during analysis..